Event description:
It was reported that the 9800 system presented a filament regulator failure error message. Customer requested parts order only. There was no report of patient injury.

Manufacturer narrative:
No service requested as this was a parts order only. Ordered high voltage supply regulator pcb.